Event description:
After approx 20 minutes of fiber use, fiber malfunctioned. Laser fiber caught fire. Fiber removed immediately from service. No noted pt harm. Dose or amount: 2.0 joules, frequency: rate 40, route: laser (prostate). Date of use: (B) (6) 2010. Event abated after use: yes.